Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report # 2183959-2011-00231. "On or about (B)(6) 2009," the pt was implanted with a miniarc-p device to treat stress urinary incontinence." "After, and as a result of the implantation" of the device, the pt reportedly experienced, "extreme pain, erosion of her internal tissues, dyspareunia."